Event description:
It was reported that when using the bd pyxis¿ medstation¿ es in disconnect mode and medications were not crossing over to the pyxis profile from epic. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stations were in disconnected mode and medications were not crossing to the pyxis profile from epic. A technical support specialist (tss) confirmed that based on the review of the server and station logs, both stations were operating normally and were not in disconnect mode. The system functioned as intended after the technical support specialist investigated the issue.